Manufacturer narrative:
Additional information provided in h.6., and h.11. Product evaluation was not able to be performed since the reported product was not received at the investigation site for evaluation. Product is expected but has not been returned to date. Receipt of complaint product or additional information pertinent to this complaint will result in re-evaluation of the complaint investigation. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information, the investigation was unable to conclusively identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product not being returned to the manufacturing site for testing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. The unused pack was visually inspected. The infusion cannula line was occluded with a piece of flash inside the straight through connector. Hard flash was also observed on both sides of the straight through connector. The occlusion in the straight through connector restricted air and fluid from flowing in the infusion cannula line and caused priming failure with a system message code. The system is designed to perform quality safety to detect for this unwarranted condition and alert the user during priming, prior to surgery. The straight through connector is a molded component by our supplier manufacturer. The investigation conducted a non-conformance review of the reported lot number. No relevant deviations were identified; all corresponding production release specifications defined in the device master record were met. The root cause of the customer¿s complaint is related to insufficient draft on the core pin led to material adhesion and subsequent degradation of the shutoff surface, resulting in intermittent flash and/or occlusion of the molded bore. Action was taken and to address root cause the supplier has replaced damaged core pins, repaired tool damage, and completed gate area tooling repairs. Production of the part will also be run at nominal parameters for a minimum prescribed period with engineering batch review, along with engineering trials to evaluate increased draft effectiveness. Additionally, supplier will execute verification production runs under heightened inspection to confirm absence of stretched necks, flash, or bore occlusion. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that the infusion tip did not deliver fluid before vitrectomy surgery even after increasing infusion pressure. They tried removing the infusion tip and flushing with syringe but still did not allow the fluid to pass through. The procedure was completed by replacing the product with new one. There was no patient impact.